Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced persistent hyperglycemia while using an ilet system with a steel cannula infusion set, with the pump delivering approximately 70 units of insulin overnight yet blood glucose readings remaining above 400 mg/dl, followed by resolution after a supply change and shipment of replacement infusion sets. Symptoms included fatigue without other reported clinical effects. Outcomes included no hospitalization, no emergency treatment, and symptom improvement after changing supplies. Investigation included collection of usage details and confirmation of alerts indicating glucose readings above the device¿s high threshold. Investigation of this case revealed no visible site issues on inspection by the user and no confirmed device malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.